Event description:
It was reported that the soundstar catheter was in the body and was advanced transseptal. The octaray catheter was advanced into the left atrium, and the decanav catheter was advanced into the coronary sinus (cs). The left atrium was mapped with the octaray catheter and then removed from the body. The reporter stated they attempted to cross with a farawave pulsed field ablation (pfa) catheter and may have punctured the atrial appendage. The anesthesiologist noticed the patient blood pressure decreased, and they noticed a large pericardial effusion on the intracardiac echocardiography (ice) catheter. Pericardiocentesis was performed with 1.5 liters of blood removed. The patient was transported to the operating room and underwent surgery. No further information is available and the model and lot number for the farawave catheter is not known. The farawave catheter is not expected to be returned as the event was reported anonymously. MDR report: mw5183172.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation summary: based on the available information, although the product was not returned, we have determined that the pericardial effusion, perforation, cardiac and hypotension are known inherent risk of use of this device. Device history record (DHR) review a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave catheter confirmed that the events of pericardial effusion, perforation, cardiac and hypotension are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, perforation, cardiac and hypotension are known inherent risk of the farawave device. Pericardial effusion, perforation, cardiac and hypotension are an expected procedural complication addressed within the instructions for use (IFU) for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the soundstar catheter was in the body and was advanced transseptal. The octaray catheter was advanced into the left atrium, and the decanav catheter was advanced into the coronary sinus (cs). The left atrium was mapped with the octaray catheter and then removed from the body. The reporter stated they attempted to cross with a farawave pulsed field ablation (pfa) catheter and may have punctured the atrial appendage. The anesthesiologist noticed the patient blood pressure decreased, and they noticed a large pericardial effusion on the intracardiac echocardiography (ice) catheter. Pericardiocentesis was performed with 1.5 liters of blood removed. The patient was transported to the operating room and underwent surgery. No further information is available and the model and lot number for the farawave catheter is not known. The farawave catheter is not expected to be returned as the event was reported anonymously. MDR report: mw5183172.